Event description:
A surgeon reported that the forceps tips were not opening. No pt impact or harm was reported.

Manufacturer narrative:
Three samples from the same lot were returned. Sample # 1 had been used in this reported event and the other two were unopened. The samples were visually inspected with the aid of a photomicroscope and with different magnification. Sample # 1: the customer's complaint was confirmed. It was found that the connection between the tubing and the plastic front part has been loosened, therefore, the forceps cannot be closed and opened any longer. During activation of the instruments, the tubing moved forward and blocked the movement of the forceps. Sample # 2 and 3: these samples met the spec. The root cause of the loosening of the tubing cannot be determined. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to company acceptance criteria. (B)(4).